Manufacturer narrative:
Date of submission (B)(6)-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: review of the black box data revealed records of power on reset. A battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. The test battery cap was able to fit properly to the pump to maintain electrical connection and was used to complete a 24-hour duration test. During the 24-hour exercise, no interruption in power occurred. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation and there was moisture corrosion inside the battery compartment. Leak testing revealed moisture ingress into the battery compartment at the site of the battery compartment crack. There was no damage, defect or contamination of the pump¿s interior compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.